Manufacturer narrative:
(B)(4). There is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection did not confirm any contaminants or foreign objects in the opened packaging. Therefore, the complaint is not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Possible root cause for foreign material is operator error.

Event description:
A facility reported foreign material in the device packaging. Additional information has been requested.